Manufacturer narrative:
According to the product experience report, there was no sample to be returned. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, this complaint could not be confirmed and determining a definite root cause and corrective action is not possible. If the sample is returned at a future date or new information becomes available, a follow-up report will be submitted.

Event description:
It was reported that an attempt was made to use a mis-7f07 to treat a lesion in the great saphenous vein (gsv). Lumen was flushed prior to use. IFU was followed. A guidewire was used for the insertion of the catheter. Proper temperature was reached. Physician stated the wire got stuck in the tip of the needle and it was unable to be pulled back. It completely uncoiled within the patient. Physician removed the needle, and it was stuck within the patient. Physician gave it a good tug and does not see any remnant left within the patient on ultrasound. The device was not used successfully. All pieces accounted for. Procedure completed by opening another mis-7f07 kit. No patient injury.